Manufacturer narrative:
Concomitant medical products: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is synthes distributor. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date the vertebral body retainer, medium inserter, and prodisc-l combined hammer were found to be broken. It is not known when these issues occurred or if there was patient involvement. This report is for one (1) medium inserter. This is report 1 of 1 for (B)(4).